Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned in the rv apex but the sensing and pacing threshold measurements were not acceptable. The lead was repositioned several times, until the helix became bent. A new lead was implanted in the low septum, with appropriate measurements obtained. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned in the rv apex but the sensing and pacing threshold measurements were not acceptable. The lead was repositioned several times, until the helix became bent. A new lead was implanted in the low septum, with appropriate measurements obtained. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was confirmed to be bent. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the sensing and pacing threshold issues observed during the implant procedure.